Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.